Event description:
Pt previously had biopro (other MFR) implant in first ray, which was replaced by an interphlex mpj implant. About 5 weeks postop pt walking on beach and hyper extended toe. Pt had subsequent procedure for cyst drainage. Good range of motion of toe. After cyst drainage noted implant had a fracture. Removed stem during same procedure, left proximal stem in metatarsal with sphere intact. Per telecon 11/2004 pt fine and no surgeries planned. File closed - no injury. The next day doctor called back saying pt now experiencing pain and doctor will plan a replacement surgery. File reopened, file as MDR.